Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, that the footswitch of the device functioned abnormally. The user site reported that the c-arm rose automatically without user command. The user site reported that the condition was observed on a video recorded by the user. The event occurred when the system was not in use and no patient was present. No patient or user injuries were reported. Troubleshooting performed by the user site's service team indicated that the abnormal motion was associated with a faulty footswitch. The user site reported that when one of the footswitches was removed, the system operated normally. It was reported that the footswitch assembly was subsequently replaced. Following replacement of the footswitch, it was reported that the system was returned to normal operation. No further information is currently available.